Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. An initial report was previously submitted to FDA on 02/09/2010; however due to emdr submission issue related to the follow-up report, this is being filed again as an initial report.

Event description:
Boston scientific crm received information that this right atrial lead tripped the lead safety switch with impedance measurements greater than 2500 ohms. When the maximum tracking rate was adjusted the lead was reprogrammed as well. Subsequent information was received indicating this lead was surgically abandoned due to high out of range impedance measurements. No additional adverse patient effects were reported.